Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported the device was showing premature battery depletion. Currently the device remains in service, and a device memory analysis has been requested by technical services to determine what the plan of action will be to resolve the issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. The device was explanted on (B)(6) 2019. No adverse effects were reported.